Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No check settings alarms noted. The insulin pump was tested with a water fill reservoir. The units left on status screen matched properly with units left on test reservoir. No anomalies noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of check settings alarm from the insulin pump. The customer's blood glucose level was 119 mg/dl. The customer mentioned that there was a black dot. The customer stated that the alarm occurred during the first rewind. The customer reported only 2 check setting alarms in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.